Event description:
Neuro intervention via right common femoral artery. Angioseal deployment failure - collagen plug malpositioned. Vascular surgery consulted and patient taken to operating room for removal of angioseal, repair of right common femoral artery.